Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Device interrogation was completed and a message was displayed indicating the battery voltage was too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Coincidentally, noise and oversensing were also noted on stored episodes, along with an increase in right ventricular (rv) pacing impedance from 450 ohms at implant to 1050 at the most recent check and increased thresholds. The rv lead is a not a boston scientific lead. The device was successfully explanted, while the rv lead was surgically abandoned, and both were replaced. No additional adverse patient effects were reported. A low shock lead impedance observation was previously reported and captured in report 2124215-2012-11582.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted tool marks on the header; the header to case bond is intact. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Impedance testing was completed and all measurements were within normal limits. Review of the device memory indicated that a voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population. The observations of noise, oversensing, high pacing impedance, and high thresholds were not confirmed in analysis.